Event description:
Caller states customer took humalog based on result of 315 mg/dl obtained at 13:00 on the aviva system. At 15:15 customer had low blood glucose symptoms and tested 108 mg/dl. An ambulance was called, and customer was given oxygen; caller tried to get the customer to eat something. Customer was taken to the hospital and tested in the 30's (mg/dl) on a professional device at approximately 15:45; he was treated with glucose and admitted to the hospital. Requested return of suspect device and replacement was sent.